Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the connector connection between the tube and needle is leaky after reconnect. Caller reportedly saw insulin flowing out of the connector. Caller experienced elevated blood glucose levels of 12.8 mmol/l and 16.6 mmol/l; was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.